Event description:
It was reported the patient is not able to set ipg into MRI mode due to high impedances on leads. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that only one of the patients lead was impeded. As a result, surgical intervention took place on (B)(6) 2025 where the lead was explanted and replaced to address the issue. Effective stimulation was restored.